Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 549 mg/dl. The mother stated that the customer experienced high blood glucose levels after changing the infusion set the day before she was admitted. The customer woke up feeling ill, and was vomiting prior to being taken to the emergency room. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the mother felt uncomfortable with the insulin pump because the customer's cannula was severely bent, and the insulin pump did not alarm no delivery. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.